Manufacturer narrative:
Results of device investigation will be provided in follow-up report.

Event description:
Customer reported that during an attempted rescue, the AED did not function properly. After placing the electrodes on the patient's chest, the voice prompt alternated between "check pads" and "analyzing rhythm". They tried several different sets of pads, but the problem persisted. The pads have been discarded.